Manufacturer narrative:
(B)(4). The customer¿s report of a possible overinfusion was confirmed. The pcu event log was not provided by the customer. No details were provided other than ¿may have given more meds to patient¿ and only the pump module and its logs were available for evaluation. The profile and medications infused cannot be identified from the pump module event log. The log showed that the device was last used to infuse on (B)(6) 2015. The device was programmed at 1:35 pm to infuse a vtbi of 4ml at 2.1ml/hr. The module was received in overall poor condition; the instrument seal was intact however the device was noted to be broken at both door hinges, the bezel was broken at the lower hinge shroud, the upper door hinge bezel post was damaged, and the door harness retainer was broken. During functional testing the device failed both rate accuracy and patient side occlusion testing. The root cause of the customer¿s experience of a possible overinfusion was identified as damage to the upper door hinge bezel post, which can cause periods of unregulated flow. The cause of the damage is unknown.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer requested repair of a device with unspecified damage; reportedly the device "may have given more meds to patient" than expected or intended. Although requested there are no patient or event details available.